Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation under the back therapy electrodes there was some drainage seeping under the back right therapy electrode. There was no alleged device malfunction contributing to the irritation. The area was treated with zinc oxide and covered with gauze by a nurse. Follow up indicated that the skin is improving.